Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a 2:1 ratio of apparent far field r-wave (ffrw) oversensing and intrinsic premature atrial contractions (pacs), causing false atrial tachycardia/atrial fibrillation (at/af) detection. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.